Event description:
It was reported that, "report from patient's representative informs of some alleged occurrence with the polyethylene component, the nature of which was not fully described. Additional information requested."